Event description:
It was reported by the caregiver that redness and blisters matching the outline of the device occurred after using the device less than 1 day.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It was further reported the cic nurse reviewed crusting procedure using stomahesive powder and sensi care sting freeskin protectant barrier wipes. It was recommended to discontinue use of the product and follow up with health care provider. No additional patient/event details has been provided to date. No sample is expected to be returned. Should additional information become available, a follow-up report will be submitted. (B)(4).